Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: biopsy channel leak; advanced diagnostic borescope, scrape marks inside the biopsy channel; tiny chips along edge, old glue; tiny chips along edge, old glue bending section cover or distal sheath rubber glue cracked; minor scratches; advanced diagnostic open grip and scope cover, fluid, after aeration, dry, and corrosion on universal card holder and flexible printed circuit plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, leaked black fluid when you hang it up. The issue occurred during and reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.